Event description:
The amplatz duct occluder dislodged from the ductal ampulla and was held within the descending thoracic aorta. The patient was taken to surgery for a pda ligation and device removal. No sequalae noted.